Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch # mw5148674. This is 3 of 4 reports linked to mfg report numbers: 3004170064-2024-00004; 3004170064-2024-00005; 3004170064-2024-00007. A facility reported: "(B)(6) -right medial heel, right lateral heel pressure/diabetic ulcers- wound debrided and primatrix #1 placed (B)(6) -wound slightly more pale this week. Primatrix #2 placed (B)(6) - graft left in place-restore veil was replaced and secured with steristrips." "(B)(6) - macerated callus buildup but wound base pink with a bit of biofilm. Debridement and primatrix #3 placed. " "on 2022- diabetic ulcer of right foot associated with dm 2 with fat layer exposed. First primatrix placed (B)(6); wound base more red. Primatrix placed. (B)(6) - superior aspect of the wound edge has an extended area of ulceration. Primatrix placed (#5) on 2023 - wound larger- treatment plan chanced- silver alginate; cultureserratia marcescens; klebsiella pneumoniae, e. Faecalis. (B)(6) - wound improved and wound continued to improve. No fever identified during visits." Event: "(B)(6) - superior aspect of the wound edge has an extended area of ulceration."

Manufacturer narrative:
The primatrix (B)(4) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: placement date: (B)(6) 2022 patient health effect and date: wound base more red/superior aspect of the wound edge has an extended area of ulceration. Treatment: (B)(6) primatrix skin graft was placed per manufacturers instructions and then an urgotol veil was placed over this and secured with steristrips. We then covered this area with an allevyn. They were instructed to change the outer dressing only and leave the veil and steristrips in place until they return.

Event description:
N/a.

Manufacturer narrative:
Additional information received: question: for our documentation, can you please advise why there was a delay in submitting the medwatch forms for the various primatrix complaints reported in november of 2023. Some complaints date back as far as 2019, but all complaints were reported at the same time in november 2023. Was this due to the recall? Answer: "yes. This was due to the integra recall." FDA recall number: res# 92481.

Event description:
N/a.